Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 03-mar-2025, the user contacted the manufacturer regarding distress caused by insulin alerts on their iphone when in public. The agent confirmed that both high and low glucose alarms were enabled and assisted the user in adjusting their iphone settings. During the call, the user reported a history of high and low blood glucose (bg) levels and stated they had been bedridden for a non-diabetes-related condition during their first month using the device. The user relies on the pump's correction algorithm for high bg levels and avoids meal announcements. The user reported experiencing high bg up to 300 mg/dl for several hours and low bg down to 50 mg/dl for approximately 30 minutes. They indicated difficulty managing recurrent lows and often overcorrecting them. The user received alerts for both high and low bg levels and consumed juice to correct a low. No backup therapy or ketone testing was performed. The user reported feeling dizzy, wanting to pass out, and being unable to think clearly. They required assistance from a friend due to incapacitation.